Event description:
Capped lead. Patient states "one wire was not doing the job, so now they disconnected one lead." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).